Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported to be discarded. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The event was reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. Since the device was not returned to edwards for analysis, the root cause for the event could not be conclusively determined. In this case, the surgeon alleged that the 27mm mitral valve had distorted the aortic annulus necessitating explanting the valve, implanting a smaller size valve, prolonging cardiac bypass time. Patient and procedural factors likely contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. It was reported that the 27mm pericardial mitral valve was explanted at implant due to sizing issue which distorted the aortic annulus of this patient undergoing aortic and mitral valve replacement surgery to treat moderate aortic stenosis and moderate mitral regurgitation. The explanted valve was replaced with a 7300tfx 25mm pericardial mitral valve. The patient also had aortic valve replacement with a 3300tfx 19mm pericardial aortic valve during the same surgery. The mitral valve was replaced first. At this time, the patient's mitral annulus was noted to have circumferential calcification and both leaflets were calcified. The surgeon excised both the anterior and posterior leaflets completely. Decalcification was performed and was a rather extensive and tedious process. The surgeon stated that, it was never clear he went through the back wall of the heart. However, the muscle there was very ragged once this dissection was performed. For that reason it was decided to reinforce this area posteriorly with a patch. Upon attempting to replace the aortic valve it was noted the annulus was very distorted and small due to the implanted mitral prosthesis. The 7300tfx 27mm valve was explanted and the distortion was relieved. A 3300tfx 19mm pericardial aortic valve was implanted and then a 7300tfx 25mm was implanted easily. The patient tolerated the procedure reasonably well. Platelets and fresh frozen plasma (ffp) were administered to treat bleeding. After obtaining fairly well-controlled bleeding, the patient was transferred to the critical care unit.